Event description:
It was reported that the pt was hospitalized and went into cardiogenic shock. At that time, the iab was inserted. Soon after pumping began, they experienced helium leak alarms. Since a catheter problem was suspected, the iab was removed and replaced. After 9 hours of use, the pump experienced helium leak alarms. Pumping was discontinued since the pt's condition deteriorated and pt expired the following day of conditions unrelated to these reported events.